Event description:
It was reported that the customer's device would not boot up completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies and determined that the cause of the reported failure was due to a failure with an integrated circuit chip, designator u61 from the system controller pcb.

Manufacturer narrative:
Physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.